Event description:
A physio-control service representative observed that his service loan device displayed all three icons (charge-pak, attention, and service wrench). The illumination of all three icons indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with this event.

Manufacturer narrative:
The customer's device was returned to physio-control and was scrapped. No further device evaluation was performed, therefore the cause of the reported issue could not be determined.

Manufacturer narrative:
Physio-control performed an initial evaluation of the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A physio-control service representative observed that his service loan device displayed all three icons (charge-pak, attention, and service wrench). The illumination of all three icons indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with this event.